Event description:
It was reported an arteriotomy closure of the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the lever was closed, the proglide device could not be removed. A cut down was required to remove the proglide device, and the rcfa was sutured closed to achieve hemostasis. The evar procedure was aborted in the rcfa. An arteriotomy closure of the left common femoral artery (lcfa) was attempted using the pre-close technique via a 6fr sheath hole. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.